Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-00076; related manufacturer reference number:2017865-2020-00077. It was reported that the right atrial, the right ventricle, and the left ventricle dislodged due to the patient twiddling the device. No intervention has been performed. The patient was in stable condition.

Event description:
New information noted that the leads were explanted and replaced on (B)(6) 2020. The patient was stable before, during, and after procedure.